Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the acoustic lens was confirmed. The cause of the damaged acoustic lens was attributed to physical stress. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end, particularly the ultrasound transducer and the objective lens surface. Visual abnormalities of the ultrasound image or endoscopic image may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope ultrasound images were difficult to see. The device was returned to olympus for evaluation. During the device evaluation, the following was found: the acoustic lens was chipped. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally the following observations were made with the device: there was a pinhole in the curved rubber, there was insufficient angle and angle play on the knob. The curved rubber adhesion was chipped, cracked and the floating. The up/down, right/left knob lock was not working. Lastly, there was corrosion of the electrical connector contact and the image guide tubing was flawed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.